Event description:
It was reported that during a laparoscopic roux-en-y, after the 11th or 12th firing there were three staples that did not form properly on the outer limb row. The outer limb was over sewed to complete the procedure. No adverse consequences reported. It is unknown if the device was discarded.on what tissue type was the device used? At what location on the tissue?roux limb anastomosison which firing(s) did this event occur (1st, 2nd, 12th, etc)? 11th or 12th firing if echelon, during which stroke did the event occur? Finalwhat color cartridge was being used? Whitewhat other color cartridges were used before and after this event? Blue and whitewas buttressing material utilized? Unknownwas the instrument fired across or near an existing staple line or clip? Nowere any unexpected noises heard? Nowere any of the forces higher or lower than expected (closing, firing, or opening)? Noafter use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yeswas there any difficulty removing the device from the tissue? No

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.